Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the grasper tip broke. It was further reported that no pieces broke off into the pt. Further, the grasper was used to grasp tissue. Further, the surgeon was able to complete the procedure successfully using another grasper.